Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect or treat) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to an open r45 resistor on the computer/analog board and c21 and c22 capacitors on the defibrillator pca. The positive lead pads were damaged, causing the faults. The root cause for the defective r45 and capacitors could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.